Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Physician reported right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Physician reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: the event medical code is not possible observed. Additional observations: ¿ crease fold observed on the device. ¿ airs voids observed in the gel. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported right rupture and right side capsular contracture baker grade IV. Device has been explanted.